Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin pump and went down to 371 mg/dl while in the hospital. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she experienced having sweats, chest pains, short of breath, nausea and vomiting. The time of the hospitalization was 9am and the date of the hospitalization was (B)(6) 2015. A tubing clamp will be sent to perform high pressure test. The customer was told that the insulin pump was not working during the hospitalization but turned out to be working. The customer was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.